Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9504s-04 arthrex univers revers¿ glenosphere 36 +4 lat serial/batch number (B)(6) was received for investigation. Functional testing with a known good part found that the glenosphere firmly attached to the mating part. Visual evaluation found scratches and marks on the polished area, most likely caused by the implantation and removal of the device. No other damage was noted. The most likely cause of the reported failure is a patient-specific event, specifically a revision surgery due to dislocation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device dislocated after the surgery. The revision surgery was performed on (B)(6) 2024. The surgeon changed the glenosphere. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique.